Manufacturer narrative:
No button error alarms were noted. The pump had intermittent button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a button error alarm was received and the insulin pump alarm was unable to be cleared. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarm but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.